Event description:
It was reported the device was leaking. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Corroded drain fitting and pole clamp, and leaking water from the tank reservoir. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be a cracked bottom corner of the tank cover from overtightening the cover screws caused by the design from the supplier. The technician replaced tank cover. A supplier corrective action request has been opened.